Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿

Event description:
It was reported that patient underwent initial total hip arthroplasty on (B)(6) 2003. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due to pain. The modular head was removed, and a modular head with an active articulation bearing was implanted.